Manufacturer narrative:
This report is based on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device was nearing eos (end of service), so it was electively explanted and replaced. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.